Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that the device would not fire on the initial firing. The case was completed with another tlc. There was no consequence to the pt.